Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and infusion set, resumed deliveries, and requested replacements from cts, who agreed to send them. The issue was resolved, and the customer plans to monitor the situation and follow up if it persists.